Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. No unexpected button error alarm during testing. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer received multiple motor error alarms. The customer was able to clear the first motor error alarm, but the insulin pump sounded weird afterwards. The insulin pump then alarmed motor error again. Upon inserting a new battery, the customer received a bad battery alarm. The customer's blood glucose was 11.3 mmol/l. Troubleshooting was done. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to manual injections. Advised customer that a replacement insulin pump would be sent. Nothing further reported.